Manufacturer narrative:
This report is being submitted to update a1 (patient identifier) b1 (adverse event/product problem), b2 (outcomes attrib to adv event), b5 (describe event or problem), h2 ( follow-up, what type) h6 (impact codes), h7 (remedial act, type), and additional MFR narrative). This electrode was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. Visual examination identified a 90-degree bend in the electrode body in the region approximately 30-40 millimeters (mm) from the terminal pin. Resistance testing found the electrode was not electrically continuous. An x-ray of the electrode confirmed the distal sensing (sense a) cable was fractured in the area just distal to the observed bend in the lead body. Analysis has determined that in certain tight bend conditions of the s-ICD lead, highly localized stresses are created that, when exposed to repeated movement, may lead to a fatigue fracture.

Event description:
It was reported that this electrode exhibited noise in the alternate and secondary vector, system shock impedance in range at 95 ohms. The primary vector showed minimal noise, which was not sensed by the device. The physician reported increase artifact with provocation and manipulation. A request was made to have data from this device analyzed. Rhythmcare reviewed electrode data, providing recommendations for lead replacement due to lead integrity issues. The electrode remains implanted. No adverse patient effects were reported. Additional information was received indicating additional troubleshooting was completed. Signal artifact in the secondary and alternate vectors and manipulation of the xiphoid. Review of device data noted impedance changes. Subsequently, the subcutaneous implantable cardioverter defibrillator (s-ICD) and electrode were surgically explanted due to a fracture at the xyphoid. There is no allegation of malfunction from the s-ICD, it was removed for personal reason as requested by the patient. Besides surgical intervention, no adverse patient effects were reported. Product analysis complete.

Manufacturer narrative:
This report is being submitted to update a1 (patient identifier) b1 (adverse event/product problem), b2 (outcomes attrib to adv event), b5 (describe event or problem), d6b (explant date), d8 (device avail for evaluation), d9 (returned to manufacturer date), h1 (type of reportable event), h2 ( follow-up, what type) h6 (impact codes), h7 (remedial act, type), and additional MFR narrative).

Event description:
It was reported that this electrode exhibited noise in the alternate and secondary vector, system shock impedance in range at 95 ohms. The primary vector showed minimal noise, which was not sensed by the device. The physician reported increase artifact with provocation and manipulation. A request was made to have data from this device analyzed. Rhythmcare reviewed electrode data, providing recommendations for lead replacement due to lead integrity issues. The electrode remains implanted. No adverse patient effects were reported. Additional information was received indicating additional troubleshooting was completed. Signal artifact in the secondary and alternate vectors and manipulation of the xiphoid. Review of device data noted impedance changes. Subsequently, the subcutaneous implantable cardioverter defibrillator (s-ICD) and electrode were surgically explanted due to a fracture. There is no allegation of malfunction from the s-ICD, it was removed for personal reason as requested by the patient. Besides surgical intervention, no adverse patient effects were reported. The explanted electrode is expected to be returned.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this electrode exhibited noise in the alternate and secondary vector, system shock impedance in range at 95 ohms. The primary vector showed minimal noise, which was not sensed by the device. The physician reported increase artifact with provocation and manipulation. A request was made to have data from this device analyzed. Rhythmcare reviewed electrode data, providing recommendations for lead replacement due to lead integrity issues. The electrode remains implanted. No adverse patient effects were reported.